Event description:
On (B)(6) 2009, patient reported he continued to experience problems with air bubbles forming after the cartridge had been in use. Patient reported he removed his insulin from the refrigerator 30 minutes before placing it in the infusion device. Patient stated he will begin removing the cartridge from refrigeration 1-2 hours before using it in the infusion device. Confirmed that he attached the adapter and tubing to the cartridge and advanced the piston rod to 310 units before inserting the cartridge into the infusion device. Submitted request for additional training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.